Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device alarmed when turned on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. After inspection, it was found that the device sensor was faulty. Device repair is pending.

Manufacturer narrative:
The customer found a third party to replace the oxygen flow sensor to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. D4 - product UDI is corrected.